Event description:
Allergan aesthetics received a report that a patient may have developed paradoxical adipose hyperplasia a month after the patient received coolsculpting treatment(s).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing. A supplemental report will be submitted if and once additional information is received.

Event description:
Allergan aesthetics received a report that a patient may have developed paradoxical adipose hyperplasia a month after the patient received coolsculpting treatment(s).